Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited noise oversensing and low, out of range pacing impedance. Inappropriate mode switch was noted due to oversensing. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.